Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID a medtronic representative went to the site to test the equipment. The system passed all testing and no hardware was replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that when instruments were plugged into ports one and two on the bob, they were not accurate. When the instruments were plugged into other ports, they resumed accuracy. There was no impact on patient outcome. There was no surgical delay.

Manufacturer narrative:
H2: please see section d9 for when the logs were available for analysis. H2-h6: a software analysis was initiated. The user transitioned from the registration to build model task couple of times. Observed some error metrics around more than 2mm (around 2.8 and 2.3) and some were below 2mm (around 1mm and 1.2mm). There were no archives available. Reviewed the snap shots of registration and observed that the there were less number of points in the trace and some points were in the air. Few points collected were bit deeper into the skin. Also observed from the snapshot that there is an accuracy of 1.8mm and there is a green and yellow zone of accuracy. Also verified another snapshot which had an accuracy of 0.8mm where there was a green and yellow zone covering the anatomy. Verified the application logs and observed quadcut, rad, ent instrument tracker, non-invasive patient tracker, other instruments were used and there were no errors are captured for the cause of this issue. Verified system logs did not capture any errors related to the ports. There is insufficient information to determine whether a software an omaly contributed to the reported behavior. However, the software evaluation found that a probable cause was unable to be determined. Previously reported codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, additional information: a1 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown h6: img code updated to g02008 to reflect the newly added concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a 1mm inaccuracy.